Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to clogging of air/water nozzle, foreign objects comes out of distal end. Foreign material could not be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The bending section cover had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the air function of the gastrointestinal videoscope was defective. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: warning. ¿ if manual cleaning could not be performed within 24 hours after the patient procedure or if you are not sure whether manual cleaning could be performed within 24 hours, dried debris may not be removed and reprocessing of the endoscope may not be performed effectively.¿ olympus will continue to monitor field performance for this device.